Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (false asystole events) was confirmed. As received, the monitor failed incoming testing as it was not able to detect an ECG signal. Upon evaluation, there was no output at the u612 inverting charge pump on the computer / analog (ca) board. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. Belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. The evaluation confirmed damage to the trunk cable. The damage was cosmetic and did not affect essential performance of the electrode belt. The damage, however, cannot be ruled out as a contributing factor to the damaged u612 charge pump in the monitor. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was indicating false asystole detections.